Manufacturer narrative:
(B)(4). D10: cat# 00625006530 lot# j7341383 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 30103606 lot# 65983432 36mm i.d. Size f neutral liner. Cat# 110010245 lot# 65649226 g7 osseoti 4 hole shell. 54mm f. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip cup revision due to iliopsoas pain attributed to acetabular cup overhang from lack of medialization. Intra-operatively, the cup was repositioned to medialize and decrease exposed cup anterosuperiorly. Diligence is completed and no further information on the reported event has been provided.